Manufacturer narrative:
Code removed 2423, added 2993.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level; bg value was not provided. Customer delivered a correction bolus and a food bolus via the pump to address the bg level which resulted in the customer vomiting. Reportedly, the customer believed that the adverse event was caused by the pump failing to deliver insulin overnight. The pump history was reviewed and the only alert identified was a low battery alarm. Customer was treated with anti-nausea mediation, blood thinning medication, an anti psych medication, saline drip, potassium, phosphate and insulin. Customer was released from the hospital the following day with the issue resolved and no permanent damage. During a follow-up with the distributor, it was determined that during this event the customer had received occlusion alarms and a low battery alert; no additional information was provided.